Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient was very blocked and had to be given several extra doses without effect. The duodopa gel was all spilled over the pump, they did not know the exact place where the medication was leaking from. It was assumed to be from the tube of the cassette that was inside the waist bag. They indicated that they have cleaned the pump but from some areas medicine still comes out, they also indicate that the sound it made was very low. There was no patient harm or adverse event reported.